Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced material deformation. This information was received from one source. Of the one defective component, one involved patient with no patient consequences. The reported patient was female, no other patient information was provided.

Manufacturer narrative:
H10. For the reported event, the lot number was provided and a lot history review is currently being performed. The sample was returned to the manufacturer for evaluation. The company is investigating the issue at this time. The device is labeled for single use. H10: g4. H11: b5, h6 (device code, method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: for the reported malfunction, the lot number was provided and a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation was confirmed for the damaged introducer tip. A definitive root cause could not be determined. The device was labeled for single use. H10: g4 h11: b5, g1, h2, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced material deformation. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequences. The reported patient was female and no other patient information was provided.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced defective components. This information was received from one source. Of the one defective component, one involved patient with no patient consequences. The reported patient was female, no other patient information was provided.